Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
The tip of a probe broke off during insertion inside the patient. Retrieving the tip caused approximately a one hour delay of surgery.